Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 g6 user guide: "if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request." The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 585 mg/dl. Reportedly, incomplete bolus alerts occurred and the customer was using the cartridge beyond labeling specifications. Tandem technical support educated the customer on incomplete bolus alerts and cartridge labeling guidelines. Customer changed cartridge and delivered a manual correction injections to address the issues.